Event description:
It was reported that while the surgeon was trying to connect the lead to the extension, he wasn't able to insert the plug into the socket all the way until the grey marker ring on the lead cable aligned with the end of the extension's connector block. Even with multiple trials and relatively high force, the ring did not align but stopped approximately 2mm before the distal end of the connector block. Impedance measurement showed high impedance at contacts 1 to 3 (monopolar >5k and bipolar >10k). After replacement of the extension cable, a similar situation re-emerged. The indicator ring could not be aligned with the distal end of the connector block. Impedance check yielded open circuits at contact 3 only (monopolar >5k and bipolar >10k). There were no environmental factors conceivable. The following possible reasons could be perceived: the lead plug could be damaged, preventing it to be inserted into the connector block, the indicator ring just distal to the lead plug could be misplaced, the connector block could be jammed by something pre venting the lead plug to be fully inserted, and the connector block. The lead plug was re-inserted multiple times and wiped and the extension cable was replaced. They indicated that if the open circuit is persistent, that will hamper MRI compatibility of the system. The issue was not resolved.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: b3300533m, serial/lot #: (B)(4), ubd: 13-jan-2024, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(4), ubd: 26-jan-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID b3300533m, serial# (B)(6), implanted: (B)(6) 2022, product type lead product ID b3400060m, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type extension h3: analysis of the lead had shown that it passed all testing and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.